Event description:
This is report 1 of 4 of the same event it was reported that during an unspecified foot surgery, it was observed that the motor device, attachment device and cutter device ¿were making funny noises and metal shavings were falling into the surgical site¿ when in use together. The reporter stated that the motor device was switched with a spare motor device. The same attachment device and cutter device were utilized with the spare motor device. According to the report, it was again observed that the devices were making funny noises and metal shavings were falling into the surgical site¿. As a result, there was a five minute delay to the surgical procedure. There was patient involvement. There were no reports of injuries or prolonged hospitalization. It was unknown to the reporter if radiology imaging was utilized. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated. Therefore, the complaint was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.